Manufacturer narrative:
The device was not returned to the manufacturer; therefore, an analysis could not be performed. The product and lot number are currently unknown. Dsa and fluoroscopic images were provided for review. What appears to be radiopaque markers of a solitaire stent retriever is visible in one image without contrast in the vessel; however, this image is of poor quality and displays multiple external artifacts. The other images provided do not clearly show the separated segment of the headway duo microcatheter as described in the complaint. The scepter balloon is not visible in any of the images; however, diffuse contrast extravasation is seen in one of the images, although the source of the extravasation cannot be identified. Dsa angiographic image confirms complete blockage of the mca. The reported device in this medwatch was used during the same procedure referenced in MDR report # 2032493-2019-00163.

Event description:
It was reported that treatment was performed for an infraorbital arteriovenous malformation (avm). A headway duo microcatheter was advanced through the ophthalmic artery to a satisfactory position close to the avm. An injection of phil liquid embolic was delivered to the treatment site through the headway duo. After completion of the injection, the microcatheter was pulled back and a "stretching feeling" occurred. Upon removal of the microcatheter from the patient, the distal tip was noted to be missing. Dsa imaging demonstrated some "material" in the m1 portion of the middle cerebral artery (mca), which was identified as phil and part of the headway duo. The decision was made to treat the patient with aspirin and finish the procedure. Approximately 30 minutes post-procedure, the patient was hemiparetic due to thrombus in the mca and subsequent cva. Another procedure was performed to attempt to aspirate the material identified at the mca with a sofia catheter; however, it was unsuccessful. Another attempt to remove the material was made with a solitaire stent retriever, but that was also unsuccessful. The scepter balloon was then used to attempt to move the material; however, during the maneuver, the mca was ruptured. Phil was then injected to intentionally occlude the entire mca to stop the hemorrhage. The patient was taken to the ICU and then to surgery for a decompressive craniectomy. The patient was recovering after the surgery in the intensive care unit in a "delicate state" without any improvement and is left hemiplegic; however, was starting to respond at the time of the initial report.